Event description:
Customer reported the sys displayed a low ma error and locked up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the c-arm 5vdc from 4.97vdc to 5.15vdc at the generator interface board. Performed a generator calibration and tightened the loose ground wire at the ps1 power supply. Performed the high arc test at 120kvp .2ma for 15min. Sys performed with no errors.